Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 500 mg/dl. The customer changed supplies to resolve the issue and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.